Event description:
Patient had an implant with port-a-cath three years ago under local sedation. Explant of the port-a-cath was performed approximately a year later. The surgeon documents in his operative report "the patient's port with the catheter was gently removed in one piece without difficulty." The patient called the hospital approximately a year after the device was explanted to inform us that when she had a chest x-ray for pneumonia at an urgent care center, the md informed her that she had a plastic tube in her. The surgeon was called and it was explained to the risk manager on this same day that he thought the port-a-cath came out in one piece. As we do not have the port-a-cath, he cannot confirm this item was from the device. The patient was asymptomatic. After much discussion with the patient (that began eleven months ago) and the surgeon, the patient called last month and informed the risk manager that she would like to have the foreign body removed. The surgeon scheduled the removal of the foreign body a few weeks later under sedation anesthesia. The foreign body, which is described by the pathologist as white rubber tubing measuring 1.8 x 0.3 x 0.2 cm and dimensions of 0.8 x 0.5 x 0.5 was removed and has been retained for examination.